Manufacturer narrative:
Device evaluation: the device is related to the reported event deflation received on april 04, 2024, with lot number 3022328. Based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as surgical damage. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare provider reported a right side deflation. The device was explanted.

Event description:
Healthcare provider reported a right side deflation. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.